Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that pinch valve lv10 was not actuating. Pinch valve lv10 controls the delivery of diluent to the probe wash and the diluent reservoir. The fse replaced pinch valve lv10 and the instrument ran without any leaks. The fse verified the repair as per established procedures and results met published specifications. (B)(4).

Event description:
The customer reported a leak at the probe of the coulter act diff analyzer. The customer indicated that approximately 1 ml of fluid leaked and was not contained within the instrument. The operator was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.